Event description:
It was reported that, during the implant attempt of the leadless implantable pulse generator (ipg) device, there was embolus formation on the pacing tip and fixation tines. A heparin bolus was recommended several times to the physician for reducing the risk of embolus, but the physician refused repeatedly. Low sensing, high impedance, and high capture thresholds were noted after several deployments. Mechanical removal of embolus was performed with heparinized saline flush. The system was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material on two times and shield. The returned device tip was damaged. If information is provided in the future, a supplemental report will be issued.